Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer sates they had blood at site issues. The customer's blood glucose level at the time of incident was 147mg/dl. The customer's levels had been as low as in the 40mg/dl to 50mg/dl range. The customer treated he lows with food. Troubleshoot was conducted and the device passed testing. The customer was advised to monitor the device and conduct full set change.